Event description:
Cefazolin given for left arm had drainage. .

Event description:
On (B)(6) 2016, pt dialyzed 4 hrs of ordered 4 hr dialysis treatment. During treatment, pulses ranged from 58 63; sbt from 100 140; dbp from 36-52. Cefazolin 2 grams IV was administered. Post dialysis vs: h/p 115/36; pulse-g1 regular; resp-1g; temp-97.0; 5.3 kg removed. Post assessment states: "tired, oriented, sitting b/p 115/36, p 61. L arm still draining serosanguinous fluid and yellowish pus drained from open area - cleaned with alcohol - antibiotic ointment and gauze applied. Cefazolin given IV, post wt (B)(6) kg - pulled 5.3 kg." Pt went home after treatment accompanied by husband. He went outside and when he returned to the inside of the house, he found her without a pulse. CPR was initiated, however, the pt could not be revived. Pt was new to dialysis, starting treatment at this clinic (B)(6) 2016. On (B)(6) 2016, it was discovered that granuflo 2.0k was being delivered to patients with orders for 3.0k dialysate and the granuflo 3.0k was being delivered to patients with orders for 2.0k dialysate. Upon investigation, it was determined that this had been occurring from (B)(6) 2016. Ordered dialysate for this pt was g3231. The pt dialyzed on g2231 from (B)(6) 2016. Lot numbers for g2231: (B)(6): 16kxgf004; (B)(6): 16kxgf004; expiration date: 8/31/2017. Add'l expiration date: 9/30/2017.